Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported the night before last they were charging the implant when the recharger (rtm) cord going into the paddle got hot. Pt said they then tried to charge while walking the dogs but software problem (1-intellis, 2-3.6, 3-243, 4-qf_port) came up and controller wouldn't do anything so pt couldn't charge. Pt plugged controller in to ac power supply without li battery and reported the screen turned on. Pt then reinserted li battery and reported the screen stayed on and green light started blinking and software problem was gone. Pt unlocked controller and reported controller battery 90%, implant empty. Pt didn't see any damage to rtm cord. Pt attempted to start a recharge session and first saw no device found, but after hitting recharge, they got excellent. However within a couple minutes pt reported the rtm was getting hot again and pt was going back and forth from poor quality to "recharging" with no quality. Pt ended up taking the rtm off because the rtm was getting too hot. The issue was not resolved. An email was sent to the repair department to replace the rtm. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6)product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4) analysis of the 97755 recharger (rtm) (serial number (B)(6) found a recharge antenna failure and the final test low reading was 0. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.